Manufacturer narrative:
H.6. Investigation summary: bd received 1 contaminated sample and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for inadequate draw with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the tubes were underfilling during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints). It was reported that tubes had no suction.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tubes were underfilling during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported that tubes had no suction.